Manufacturer narrative:
Analysis of the catheter body found damage to the transition tube.. Eval code - conclusion code ¿ 11 is being updated to 4315 and 22 for this event. Correction: device code is also applicable to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (b)(7), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 1352 mcg/day via an implanted pump for intractable spasticity and head/brain injury. The event/difficulty occurred (B)(6) 2018 during a procedure. The patient experienced a lessening of successful therapy and there were no environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting or diagnostics were performed. The catheter was replaced on (B)(6) 2018 and would be returned. The surgeon noted that the catheter was bent near the anchor site and figured that was the reason why the patient lost good therapy. It was further reported the patient presented to the operating room (or) with loss of therapy and the surgeon explanted the old catheter and replaced it. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to be obtained, not available. The patient¿s weight medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code ¿ is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was received for analysis.